Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient mother reported left device is presenting ¿some problems¿ [as reported], some exams were performed, bleeding was diagnosed, "signs of cystic retentive", and "silicone prosthesis were identified observing signs of increased accumulation of extracapsular fluid". The device has been explanted. Per anatomopathological exam: "dense connective tissue capsule with non-specific chronic inflammatory process. Skeletal and adipose muscle tissue without atypias".

Event description:
Patient mother reported left device is presenting ¿some problems¿ [as reported], some exams were performed, bleeding was diagnosed, "signs of cystic retentive", and "silicone prosthesis were identified observing signs of increased accumulation of extracapsular fluid". The device has been explanted. Per anatomopathological exam: "dense connective tissue capsule with non-specific chronic inflammatory process. Skeletal and adipose muscle tissue without atypias". Patient representative reported distress, rupture, depression, insomnia, ¿extracapsular fluid accumulation..axillary extension," and pain. Prior to explant, treatment with medications, antibiotics, anti-inflammatories and analgesics was given.

Manufacturer narrative:
Reason for reoperation: rupture.